Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm while changing infusion set. Customer's blood glucose was unknown. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal, insulin pump was not exposed to magnetic field and pump was able to rewind, but then received a no delivery alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and motor position encoder error alarm was noted in the alarm history screen. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. All operating currents are within specification. The insulin pump passed displacement test, rewind, self-test, off no power, basic occlusion test and prime test. No unexpected low battery or off no power alarms noted. The insulin pump had with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked display window.